Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibia at the bone to cement interface. Unknown cement manufacturer was used. X-rays shown the tibia has collapsed. Upon further test it was indicated the patient was infected which caused the collapse of implant. Plan was to remove all current implants do appropriate labs. Patient had an infection. Decision was to put a tc3 femur and all poly tibia as a spacer until infection clears up. According to surgeon patient was non-compliant and less than hygienic. Spacer was implanted and stable from extension through flexion. Doi: (B)(6) 2017; dor: (B)(6) 2019; right knee.